Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Bd received one used 24g x 0.75in. Insyte autoguard unit with no documentation to indicate the reference or lot number. A gross visual inspection of the returned unit did not identify any damage to the components. The catheter was further inspected microscopically. Microscopic inspection found that a v-shaped tear was present at the damage location. This is indicative of a needle spear through. As the unit was used, it is unlikely that the damage occurred during manufacturing. Had the defect occurred during manufacturing, the condition of the catheter and needle would render the device unusable. The IFU(instructions for use) indicates that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. A needle spear through may also occur in the clinician setting during tip adhesion break or during venipuncture if the needle is advanced at a wrong angle or if the needle is moved up and down the catheter tubing. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. See manufacturer narrative below.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip was found damaged/split when it was about to be inserted into the patient. The following information was provided by the initial reporter, translated from spanish: ""the catheter is opened, at the time of canalizing the patient a flowery tip is observed, which makes it unfit for use." Could not refer patient. Other comments: it is likely that personnel moved the chuck up and down and broke the tip".